Event description:
It was reported that when using the bd pyxis¿ medstation¿ es randomly shut down without user interaction or active use. The issue occurred twice on the same day, affected user kris. At the time of reporting, the station was powered on and functioned, but the unexpected shutdown had occurred earlier. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) inspected the wall power outlet supplying the station and confirmed to be providing stable power. All drawer components, internal power connections, and the station power supply were inspected, with no visible issues identified. The station was then tested using the hardware test application (hta), which confirmed that the drawers, power supply, and system components passed all tests. The reported random power-off condition could not be reproduced during testing. The system functioned as intended after the field service engineer assessed the device.